Manufacturer narrative:
B5: updated with additional information.

Event description:
It was reported that the device was in use with patient and leaking of the cassette was detected by patient. No adverse effects to patient reported. Additional information was received indicating that the patient experienced anguish both mentally and physically because they needed to be on the pump 24 hours a day. The patient's spouse indicated that the limitation of the current mode of delivery through the pump, and the blockages/mechanical issues exhibited by the pump, contributed to the patient's suffering. The spouse indicated that improvements to the product in these areas would help alleviate the concerns around infection. The improvements would also help towards restoring the dignity, mobility, and self-worth that the patient has lost by being attached to a permanent drug infusion.

Manufacturer narrative:
B5: updated with additional information.

Event description:
It was reported that the device was in use with patient and leaking of the cassette was detected by patient. No adverse effects to patient reported. Additional information was received indicating that the patient experienced anguish both mentally and physically because they needed to be on the pump 24 hours a day. The patient?s spouse indicated that the limitation of the current mode of delivery through the pump, and the blockages/mechanical issues exhibited by the pump, contributed to the patient's suffering. The spouse indicated that improvements to the product in these areas would help alleviate the concerns around infection. The improvements would also help towards restoring the dignity, mobility, and self-worth that the patient has lost by being attached to a permanent drug infusion.

Event description:
It was reported that the device was in use with patient and leaking of the cassette was detected by patient. No adverse effects to patient reported.